Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The prosthesis wear alleged cannot be confirmed as the devices have not been revised. The reason for the legal filing may have been due to the inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations could not be assessed as the devices remain implanted and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 69 months after a total shoulder replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices (5566143) 300-01-13 equinoxe, humeral stem primary, press fit 13mm (5607865) 300-10-45 equinoxe replicator plate 4.5 mm o/s (5685300) 300-20-02 equinoxe square torque define screw dive kit (5420494) 310-01-50 equinoxe humeral head short, 50mm (beta) the product associated with the reported event is within the scope of recall z-1413-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.